Event description:
It was reported that at the start of a surgical procedure at the user facility, burs were difficult to seat into and release from the attachment, which caused a 30 minute delay to the procedure. It was reported that there were no adverse consequences and no medical intervention with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned to manufacturer at this time.

Event description:
It was reported that at the start of a surgical procedure at the user facility, burs were difficult to seat into and release from the attachment, which caused a 30 minute delay to the procedure. It was reported that there were no adverse consequences and no medical intervention with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device not available for evaluation.